Event description:
Agent ide study. It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2021, coronary angiogram revealed the mid posterior descending coronary artery (pda) was 90% stenosed. The target lesion was treated using a 2.25mm x 12mm synergy drug eluting stent. On (B)(6) 2022, coronary angiogram revealed 80% restenosis of the right pda. A coronary angiogram performed two weeks later on revealed the isr in the right proximal pda had risen to 90%. The isr was treated with balloon angioplasty. On (B)(6) 2022, the subject presented with stable angina and was referred for the agent ide study. Coronary angiography revealed 95% isr of the right pda. A loading dose of aspirin 325 mg was given and the isr was successfully treated with the study device with 10% residual stenosis and timi flow of 3. The subject was discharged with aspirin and clopidogrel.